Manufacturer narrative:
The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure. Additional information has been provided in d9. Correction has been updated to g3 based on product received (4/9/2026). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the system self check failed upon start up of an automated impella controller. No patient harm was reported.